Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 28, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 213, 67) . Type of investigation: #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The sample was visually inspected and found no external anomaly that could have caused the activation of the pressure alarm during priming. The actual sample was built into a circuit with tubes and then, bovine blood (hct 35%, temp 37 celsius) was circulated while the pressure drop was measured. The measurement results were within the specifications and no clogging was observed. Review of the manufacturing record and incoming inspection record regarding the seven potential material lots confirmed that there were not any problems in them. A search of the complaint file regarding the seven potential material lots found no other similar reports. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the pressure alarm is at a flow of 4.5 liters. It is unknown whether there was a delay in the procedure, whether the surgery was completed successfully. Terumo continues to attempt to gain more information regarding this event from the user facility. The product was changed out.